Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing changes in the pump speed. The patient stated that he experienced 2 pump alarms occurring the previous evening. On interrogation, "it" was found to have multiple low flows with associated speed reductions. The recorded speeds were rpms of 8800, 6970, 1720, 1580, and 0 with associated low powers. The events occurred when the patient was connected to the power module. The system controller and patient cable were replaced. The patient experienced another pump stoppage. The patient was asymptomatic. A decision was made to exchange the patient's pump. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.